Event description:
This distributor became aware of an incident that occurred involving a pinnacle introducer sheath. Thrombus was noted in the sideport of the sheath during an unknown procedure. The pt experienced a transient ischemic attack during the procedure. The pt recovered and no further intervention was required. No further details are available with regards to the circumstnaces surrounding this event.